Manufacturer narrative:
(B)(4)

Event description:
Treatment of a left internal carotid artery (ica) aneurysm. During pipeline deployment in a tortuous vessel, it was reported that the pipeline did not fully open in the middle and a scepter balloon was used to achieve full wall apposition. After dilation, the pipeline foreshortened and uncovered an area distal of the aneurysm. The bleeding of the aneurysm stopped and a telescoping technique was planned for three months post procedure. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).